Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/20/2016 with the following findings: the pump was unable to power on; therefore, the remaining steps were unable to be investigated. Corrosion was observed in the battery compartment. The battery cap was not returned with pump for investigation; therefore, a test cap was used for testing. The battery compartment was observed to be cracked above and below the bumper pad. A leak test determined a leak in the battery compartment. The pump was opened; no further evidence of moisture was found. The reported no power was duplicated due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).